Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user stated he cleanses skin with alcohol. The end user has discontinued use of the wafers. He stated he applied adapt powder and an unknown barrier wipe. The user informed that he went back to using the hollister wafers and area cleared up. End user did not specify which hollister wafer he went back to using. No additional patient/event details have been provided to date. A return sample for evaluation is not available, a f/u report will be submitted. Reported to the FDA on november 11, 2013. The actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End user reports after applying the wafer, he experienced itching and redness within twenty-four (24) hours so, he removed it. End user reports that he applied the next wafer and experienced the same results. He removed that wafer with twenty-four (24) hours as well and applied a third wafer.